Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was damaged and had a partial display. The customer's blood glucose level was 120 mg/dl. The customer was assisted with the troubleshooting. The customer also stated that the customer was unable to read the screen. The insulin pump will be returned for the analysis.

Manufacturer narrative:
The device was received with cracked and bleeding lcd due to physical damage to lcd glass. Unable to perform displacement test due to cracked and bleeding lcd glass.